Event description:
Follow up information received on 09 feb 2024 from a healthcare profession: the patient was admitted to the hospital due to the stoma infection. No further information was provided regarding treatment.

Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation cannot be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in australia underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In jan 2024, the patient experienced a stoma site infection with purulent discharge and erythema and was prescribed an oral antibiotic.